Event description:
Review of a peritoneal dialysis (pd) patient's medical records revealed the patient was admitted to the hospital for removal of her pd catheter on (B)(6) 2015. The patient had previously been diagnosed with peritonitis and was going to have her catheter removed and be placed on hemodialysis. On (B)(6) 2015, the patient left against medical advice and stated she wanted to keep her pd catheter. On (B)(6) 2015, the patient was complaining of abdominal pain. The patient was admitted to the hospital and had her pd catheter removed.

Manufacturer narrative:
The patient's medical records were received and a clinical investigation was completed. The clinical investigation concluded that due to the recurrent peritonitis, the patient's physician recommended that the patient have her catheter removed and start on hemodialysis for 2 months. There was no documentation in the medical record that showed a causal relationship between the patient's pd treatment or products and the patient's abdominal pain. A supplemental report will be submitted upon completion of plant's investigation.